Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly post implant impedance changes were observed on the extravascular (ev) lead. It was noted that the implant procedure was difficult and air in the pocket may be a possible factor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The d1 defibrillation conductor of the lead was fractured at the distal cross groove. There was an issue with the lead conductor. The d1 exposed defibrillation conductor was extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned without the anchoring sleeve. The internal d1 conductors was kinked at 56.2 cm and 57 cm, extrinsic damage. The exposed d1 conductor was distorted in various locations along the length of the exposed coil, extrinsic damage. The internal d1 conductor was fractured at the cross groove crimp, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil was variable. Correction: b5; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported high/undefined defibrillation impedance was observed, in addition all impedance measurements were on the higher end and sic counts began to increase. A chest x-ray indicated the lead had migrated north from position at implant.